Manufacturer narrative:
(B)(4). The reported high pacing lead impedance (pli) was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found. The cause of the high pli could not be determined.

Event description:
It was reported that during device implant, high, out of range, rv and lv pacing lead impedance measurements were observed when the leads were connected to the device. Device was changed out successfully.